Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero needle did not retract. This occurred on 5 occasions. The following information was provided by the initial reporter: material no. 383556 batch, no. 0014645. It was reported that needle did not retract. Verbatim: our or has had 5 of the 20g nexiva IV catheters that have not disengaged the needle within the last 24 hours. This poses a safety issue for our patients. The lot on the packages of the 5 that we have come across so far have all been the same lot.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit with the needle retracted but still attached to the pink winged adapter. Upon inspection of the received unit, visible damage or deformation was not observed. Upon pulling the tip shield (grey grip) the needle and catheter assemblies separated without excessive force. Further visual inspection of the tip shield and catheter adapter displayed a small deformation at the back of the adapter. This deformation may have allowed for the tip shield to catch on the adapter if not removed in a straight outward motion. The v-clip did not return completely to the retracted position when manipulated to the un-retracted position and then released. Through the observation, the v-clip came in contact with a small piece of plastic connected to the tip shield. The location of the v-clip catches which allows it to prevent the adapter and tip shield from decoupling. The reported issue was confirmed. The damage to the tip shield is located on the inside of the shield where the base of the adapter rests and the needle feeds through. Based on the location of the damage the defect most likely originated during the manufacturing process while inserting the cannula into the grip and tip shield. A device history record review was performed on this batch and further review is taking place regarding any related issues of a premature decoupling or failure to decouple. H3 other text : see h.10.

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero needle did not retract. This occurred on 5 occasions. The following information was provided by the initial reporter: material no. 383556 batch no. 0014645. It was reported that needle did not retract. Verbatim: our or has had 5 of the 20g nexiva IV catheters that have not disengaged the needle within the last 24 hours. This poses a safety issue for our patients. The lot on the packages of the 5 that we have come across so far have all been the same lot.